Event description:
It was reported that the customer's blood glucose was in the 400 to 499 mg/dl range and he experienced high blood glucose for three weeks. Customer treated himself a few times with manual injection. At the time of the report his blood glucose was 240 mg/dl. The drive support cap on the customer's insulin pump was found to be flush. Insulin exited the tubing during manual prime and no leaks were found in the infusion set tubing. Upon removal of the infusion set, tubing was found not be bent. The customer's insulin pump passed the high pressure test. It was advised to change the entire set, reservoir and insulin. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.